Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012 (patient ID, age, and weight are unavailable). According to the complainant, the hta procedure was successfully completed with no issues reported. However, two days post-operatively, the patient was admitted to the hospital complaining of pain and vomiting. The patient was discharged from the hospital after an unknown number of days and reported to be doing fine. Further attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Additional information received from the sales representative stating the physician confirmed the pain was transient and the patient was just having heavy cramps after the surgery. The patient's cramps have subsided. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Uterine cramping, abdominal pain, and vomiting are possible adverse events as indicated in the adverse events section of genesys hta system user's manual.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012 (patient ID, age, and weight are unavailable). According to the complainant, the hta procedure was successfully completed with no issues reported. However, two days post-operatively, the patient was admitted to the hospital complaining of pain and vomiting. The patient was discharged from the hospital after an unknown number of days and reported to be doing fine. Further attempts to obtain additional information have been unsuccessful.